Event description:
It was reported that the patient does not like the feeling of paresthesia. It was also stated that the xray showed a halo around the pedal screws which indicated that it may be loose. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility. No device malfunction was suspected.